Event description:
The device was returned to the service center with a report from the customer contact of a s131 (stuck key - uic) malfunction alarm code. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device did not sound any audible alarm tone during the s131 malfunction alarm condition.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.